Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info: the pt called lfs and alleged that their meter would power off during use. They stated that the issue was occurring intermittently. The pt reported that on the day of the event, they do not remember the date, the pt attempted to test but the meter would not stay powered on. They took their normal amount of insulin and stated that they began to have an insulin reaction; they were unable to state what their exact symptoms were. The pt was taken to the hosp and the result on the hosp device was 28 mg/dl. They were treated with IV glucose and released when their blood glucose level was stable. The issue was not resolved with troubleshooting. The pt stated that they had replaced the battery recently. Based on the info provided, there is evidence of a meter malfunction. There is also evidence of the meter contributing to a serious injury. The pt stated that they would have taken less insulin had they known the result was lower. A replacement meter and testing supplies are being sent to the pt.